Manufacturer narrative:
(B)(4). Other device used: catalog # 00597206538, nexgen all poly patella, lot # 60759321. Catalog # 00596401652, nexgen lps-flex femoral component, lot # 60793520, manufactured by: zimmer inc., (B)(4). Catalog # 00596405110, nexgen lps-flex articular surface, lot # 60716586, manufactured by: zimmer inc., (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. The device history records for the tibia, femoral, articular surface and patella components were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues were noted. The complaint history search performed individually for the part and lot combination for tibial, articular surface, femoral and patella components found no other complaints. The package insert for the nexgen knee system states that 'loosening of the prosthetic knee components' is an adverse effect. This is therefore a known inherent risk of the procedure. Complaints are monitored through monthly meetings in order to identify potential adverse trends. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.